Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm also had keypad anomaly. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. However, device received with constant a64 alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test, rewind test and displacement test.